Manufacturer narrative:
(B)(4).

Event description:
Procedure: nissen. According to the reporter: the needle broke in half while stitching. Retrieved all pieces of the needle. No x-rays were taken, there was no extension of operating room time greater than 30 minutes, no blood loss and no tissue damage.